Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversenslng, and inappropriate atrial tachy response (atr) episodes. Upon review, it appeared that the noise was due to respiratory rate trend (rrti signal oversensing. The ra impedance measurements had intermittent spikes to greater than 3000 ohms for approximately nine months. Boston scientific technical services (ts) discussed programming and troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The device and lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).